Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleged that, out of package, the tracheal cuff was broken.

Manufacturer narrative:
(B)(4). A device history record (DHR) review could not be performed as the lot number was unknown. The sample was not returned for evaluation; therefore, a sample was selected from current production at the manufacturing facility. A visual exam was performed and no defects were observed. (B)(4) samples were then selected from current production and leak testing was performed. No issues were detected on the samples. There is a 100% inspection conducted at the manufacturing facility; therefore, a defect of this type would be detected prior to release. The complaint could not be confirmed as no sample was returned for evaluation. The defect was detected after opening the package; therefore, it is likely the issue was caused by handling of the product by the user during the opening of the package, although this could not be confirmed. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
The customer alleged that, out of package, the tracheal cuff was broken.